Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the reported lot. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's right hip was revised due to dislocation of the bipolar construct from the patient's native acetabulum. Patient was revised to a total hip including a hemispherical shell and screws, adm/mdm liner construct, and an lfit metal head (stem was not revised).